Event description:
The report received indicated that during heartware vad implantation, the surgeon noted blood leaking through the suture insertion sites in the sewing ring. The surgeon resolved the issue by utilizing bone wax to achieve homeostasis. It was further reported that the patient is doing well post implantation with no issues related to the leak. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that sewing ring had leaking around the silver portion of the sewing ring during implantation. Surgeon utilized bone wax to stop leakage. There were no complications to the patient as a result of this event. The pump ((B)(4)) was not returned to manufacturer therefore testing could not be performed. Review of the manufacturing documentation confirmed that the pump and sewing ring met all requirements for release. Although the sewing ring was not returned for evaluation, a possible root cause is user error during implant or inadequate seal along the sewing ring sutures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Device not returned.